Event description:
It was reported that during a procedure, at 202280 joules; 21:22 minutes, "pointer defective" was noted. The fiber was exchanged and the procedure was completed. Patient or user outcome "no damage to the patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached and returned; the glass cap exhibits mild devitrification and mild detritus adhesion at the output window area; the metal cap exhibits moderate char; the outer flow tubing open end appears stretched. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.